Event description:
On (B)(6) 2025, the user reported receiving an urgent low alert with a blood glucose (bg) of 75 mg/dl, which dropped to 65 mg/dl during the call. The user treated the low with fast-acting carbohydrates. Bg rose to 133 mg/dl within 20 minutes. Review of reports showed this was the second day of ilet use, and a breakfast announcement earlier that morning had triggered correction boluses. The agent explained the learning phase of the ilet. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.